Event description:
This is from the literature study "effect of alar nasal valve stent on nasal breathing" the aim of this prospective, observational study was to investigate whether the alar nasal valve stent has an effect on nasal breathing in patients with lateral nasal wall insufficiency. One patient had a mild postoperative infection, which was treated with peroral cephalexin. One patient had a postoperative abscess, which was treated with abscess drainage and intravenous cefuroxime and metronidazole. After these events, patients (n = 10, 55.6%) were administered a prophylactic, preoperative dose of 1.5 g cefuroxime intravenously, and no further infections were seen. One stent did not settle correctly during the surgery and did not stiffen the valvular area sufficiently. The patient underwent a successful alar stent re-surgery 13 months later(not included in the study). In a series of 18 patients, a significant positive difference was seen in subjective symptom scores preoperatively versus postoperatively. Patients suffering from lnwi thus experienced a subjective improvement in breathing after the minimally invasive alar nasal valve stent surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.